Event description:
The rptr states that injuries were sustained when the crystalens came apart during the implant procedure. No further details are available at this time.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.